Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged lung condition, bllod clot, upper respiratory issue, coughing, wheezing, nasal issue, sleep apnea, diabetic. The patient alleged hospitalization and taking medicaition for lung problems.. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient to experiencing lung condition, blood clot, upper respiratory issue, coughing, wheezing, nasal issue, sleep apnea and diabetic. The patient alleged hospitalization and taking medicaition for lung problems.          After first attempt to have the device and components returned for evaluation and investigation was unsuccessful and customer responded to the gfe related questions and informed that they threw away the device. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Section h6 updated in this report.